Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record revealed nothing relevant to this incident. Complaint not confirmed. One returned device included hand piece, trocar #1 and 2. There are no visual non-conformance to any of the components. Second returned device included hand piece, trocar #1 and 2, and suture construct. One of the wings on the second implant is broken off. One of the wings on the #1 implant is broken and bend backwards. Sliding knot is slid close to #1 implant. There are no visual non-conformance to any of the other returned components. The typical cause of this type of event is not allowing the trailing suture to remain free and unobstructed during implant insertion or the user not following the deployment sequence as stated in the surgical technique guides. The potential causes of this event are being communicated to the event reporter.

Event description:
It was reported that during a repair of a meniscal tear, 2nd implant not loaded correctly on the trocar. Changed to menisectomy.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event include moving the insertion spears out of sequence or trying to advance the second spear before the first spear, use of excessive pushing force when inserting the spear into the meniscus, not using the technique of rotating/twisting the spear during insertion of the implants, readjusting the depth stop backwards after originally being set in a forward position, or moving either implant back and forth while still within the hand delivery tube. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.